Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's condition after the revision surgery. The patient has fully recovered after the surgery. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, the device was observed to be ruptured. The device was received in two pieces. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: dissatisfaction with the implant size. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided rupture. Since the patient was not satisfied with the current breast size, the patient underwent bilateral removal and replacement with two 590cc mentor memorygel breast implant prostheses (catalog #: 3505590bc, left serial #:(B)(4) right serial #: (B)(4) on (B)(6) 2020. Upon explantation, the right-sided device was found to be ruptured.